Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report numbers: 1627487-2019-03063. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. It is unknown which lead is liable; as such, both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information noted that surgical intervention was undertaken where the drg system was explanted. During explant a fracture on the lead was visible.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report numbers: 1627487-2019-03063.